Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What caused the hole in the staple line? Was the staple line incomplete? Were there malformed staples in the staple line?

Event description:
It was reported the surgeon created anastomoses of transverse colon and attempted to use the device to top off anastomoses. Upon firing and removing stapler from tissue, surgeon noticed mucosa mushrooming out of approximately five mm hole in proximal portion of staple line. Over sewed staple line and hole to repair. No patient consequences reported.